Event description:
It was reported that during the procedure, a 7x60x80 armada 35 balloon dilatation catheter was advanced without resistance to a heavily calcified lesion in mildly tortuous common iliac artery. During the first inflation, when reaching nominal pressure using an unspecified inflation device, the balloon ruptured circumferentially. The armada was withdrawn without resistance, however, it was noted after withdrawal that the distal end of the balloon material had separated and was found free-floating in the external iliac at the location of a subsequent stenosed lesion; snaring was attempted, but was unsuccessful. An absolute pro stent delivery system was then advanced over a newly introduced supracore guide wire to the site of the separated balloon tip and the stent was deployed, embedding the balloon material into the vessel wall. Dilatation was considered completed with the armada. While there were no patient effects, a clinically significant delay was reported. The physician also reported that this incident had also occurred on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Inflation: unspecified inflation device. Sheath: 6french. The device was returned for analysis. The balloon rupture and separation were able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The incident that occurred on (B)(6) 2012 is being filed under a separate MFR number.

Event description:
Subsequent to the initial filed report, additional information was received indicating that resistance had occurred between a non-abbott sheath and the 7x60x80 armada 35 balloon dilatation catheter during removal of the armada 35. A user facility medwatch report was received, indicating the following: patient had very tortuous calcified vessels. Two balloons were inserted, one in each common iliac. Both balloons were being inflated simultaneously. The balloon inserted into the right common iliac through sheath as a 7.0 x 60 mm armada which ruptured when the physician reached nominal pressure of 6 atm. Both balloons were removed but the tip of the ruptured balloon broke off upon entering the sheath and remained on the wire in the patient's right iliac. Balloon tip was noticed on fluoro because of the radiopaque end. Two different retrieval systems were used to attempt to snare the balloon tip without success. Sheath was upsized to 7 fr with significant difficulty. Abbott rep suggested to snare the wire from the other end and push the retrieval catheter over the balloon but physician was concerned about causing further problems or damage to the area. The balloon tip was then stented against the vessel wall which was originally very stenosed and previously required intervention. No additional information was provided.